Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electro surgical unit involved with this complaint to perform failure analysis. The iesu was analyzed, and the reported failure was confirmed and reproduced when the unit was placed on an in-house system and run in normal mode. The complaint was confirmed based on the failure analysis.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During the fse visit, the problem was reproduced. The fse checked the system and error c-34 was displayed on the erbe system. The integrated electrosurgical unit (iesu) was replaced to resolve the problem. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device.

Event description:
It was reported that during a da vinci-assisted pneumonectomy surgical procedure, the customer contacted the technical support engineer (tse) to state that the erbe integrated electrosurgical unit (iesu) displayed error code c-34 when using bipolar. The tse recommended customer reboot the erbe and replace the wall power socket. The customer rebooted the system and checked the cables. The problem remained. The customer used a third party force triad generator to activate energy. The procedure was completed with no reported injury.